Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wedge resection, surgeon was able to press the green button but could not squeeze the handle. The device was not able to fire. They replaced the reload to complete the case. No patient injury.